Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had drive line jacket separation requiring a clamshell repair. Per account, patient available for repair on 17jan2020. Scheduled with tech services.

Manufacturer narrative:
Section d4, h4: corrected data. Manufacturer¿s investigation conclusion the report of a separation of the distal bend relief requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott technical services representative. The patient remains ongoing on heartmate ii lvas, serial number vad-19763. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4). The implant kit was shipped with heartmate ii lvas IFU, document #(B)(6), rev. E, is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. Patient handbook, document #(b)(46, rev. G, is also available. The heartmate ii lvas patient handbook addresses how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On 17jan2020, technical services installed clamshell repair.